Manufacturer narrative:
The service report was provided by medtronic (B)(6) on (B)(6) 2016. The service report indicates that the reported issue (overheating) was confirmed at receiving inspection. Noise at activation and wear of internal parts were also confirmed. The handpiece was thoroughly cleaned. The motor cable assembly, collar, nose, ball, bearing, o-ring, etc. Were replaced. The device was cleaned, repaired, and tested to specification. (B)(4).

Manufacturer narrative:
(B)(4). The initial product analysis/inspection indicates that the 1-minute pre-repair temperature test results are as follows: 152.4 degrees f at the rear (determined in 30 seconds), 120.9 degrees f at the middle, and 79.5 degrees f at the nose. The inspection sheet also indicates that the bearing of the bur guard remains in the handpiece and the handpiece is really noisy when running. This device is used for therapeutic purposes.

Event description:
It was reported that during a tympanoplasty surgery, the handpiece overheated. The procedure was completed by using another handpiece. There was no injury reported as a result of this event.